Event description:
Pt developed severe urticaria after donating blood with the alyx system. The pt has donated blood in the past without problems, but this was the first time he used the alyx system. There was no airway compromise or anaphylaxis but the pt required steroids and antihistamines.